Event description:
According to the reporter, during the laparoscopic hysterectomy, the device was unable to be plugged into receptacle fully and would not allow purple circle to light up. Tried second hand piece and had the same result. When the rep arrived at the site, used another hand piece and was able to push it in with considerable force during troubleshooting. On inspection, there was a small piece of purple plastic and some damage to the ligasure receptacle. There was also a small pin that seemed to be missing or damaged within the ligasure receptacle when compared with the loan unit. Case went from laparoscopic to open resulting in laparotomy due to blood lossand not having a device available to stop the bleeding or complete the procedure fully. This required additional incision and extends the hospital stay of the patient. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification. The reported condition was confirmed. The investigation found that the receptacle was damaged. The investigation identified the cause of the reported event to be the receptacle. The receptacle was replaced to address the condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the device was unable to be plugged into receptacle fully and would not allow purple circle to light up. Tried a second hand piece and had the same result. When the rep arrived at the site, used another hand piece and was able to push it with considerable force. On inspection, there was a small piece of purple plastic and some damage to the device receptacle. Case went from laparoscopic to open resulting in laparotomy which extends the hospital stay of the patient and bleeding was also noted.